Event description:
It was reported that the patient¿s blood glucose level rose to 465 mg/dl between 4 and 24 hours of wearing the pod. The reporter stated the pod worked normally for the first few hours then suddenly their numbers started going high and they were feeling nauseous, had increased urination, their legs and teeth were swollen, and then they collapsed. On (B)(6) 2025, the patient¿s son took them to the hospital, and they do not recall anything further at the time. The patient was diagnosed with diabetic ketoacidosis and ketones. As treatment the patient received intravenous fluids, and the hospital performed electrocardiogram tests to check if there was any damage to the heart and to ensure that their heart was pumping with a normal rhythm. The patient does not recall the name of any medication given. Upon removal of the pod from their abdomen, the reporter stated the cannula was found to be bent. The patient remained in the hospital for 4 days and was discharged on (B)(6) 2025.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm or determine the root cause for the reported issue of bent cannula. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. The lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.1. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g6. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.